Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. We were unable to perform the displacement test due to display anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was not legible. Customer's blood glucose was unknown. Insulin pump would need to be replaced.